Event description:
It was reported the patient complained of chest pain the evening of the device system implant. A chest x-ray revealed a left apical pneumothorax due to the implant of the atrial or ventricular lead. A chest tube was inserted. The patient was discharged in stable condition. Approximately one month later, the atrial and right ventricular leads were removed and new leads were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4092 implantable pacing lead, implanted: (B)(6) 2013; addrl1 implantable pulse generator (ipg) (B)(6) 2013. (B)(4).